Event description:
A nurse reported a system message occurred and could not be cleared. The case was completed manually and the patient was reported to be doing fine. The following case was subsequently canceled. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and found the 30psi regulator leaking and the 57psi regulator failing. The 30psi and 57psi regulators were replaced. The system was then tested and met all product specifications. The replaced regulators will be sent back for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).